Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple intermittent cartridge alarms (removed cartridge alarm). Reportedly, the customer was able to load a cartridge and resume insulin delivery when the alarms occurred. Customer's blood glucose level was not impacted.